Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was programmed with manual bolus and wizard bolus and monitored. The boluses were delivered and recorded properly in bolus history screen. The daily totals feature functioned properly. No unexpected bolus delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that insulin pump was delivering bolus without prompt and was not recording in bolus history; as a result, customer had low blood glucose. Customer's blood glucose was 54 mg/dl, 47 mg/dl and 37 mg/dl. Customer treated low blood glucose with candy. During troubleshooting, caller reported that there were no air bubbles. Caller also reported that bolus daily totals were incorrect. After troubleshooting, customer was advised that insulin pump would need to be replaced.